Manufacturer narrative:
Correction: b5: describe event or problem: b5: it was reported that a spectrum iq infusion pump had under infusion and was not running the correct primary rate. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available. H11: the device was received for evaluation. During functional testing, the reported problem "under infusion and was not running the correct primary rate" was not reproduced. The device was tested for flow accuracy and delivered within intended range. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump will not run correct primary rate. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.